Event description:
The customer reports an add'l occurance of the lumbar catheter accessory kit (lcak), item 910-121, which can also be a part of item 910-420, pulling away at the stopcock. The drain was implanted in 2006 and explanted two days later because the lcak came apart twice that morning. The drain was placed in the radiology dept under fluoroscopy. On july 18th, 2006, integra rec'd further info. According to the neuro nurse, the pt was restless at times due to brain edema from a malignant tumor. The facility did not replace the catheter. The catheter had been implanted for three days and was then explanted. Integra's product manager for the lcak is contacting the user facility to obtain info about the pt's current status.

Manufacturer narrative:
To date, the device has not been rec'd for eval. An investigation has been initiated based on the reported info.